Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, 90% stenosed lesion in the mid left anterior descending coronary artery. During pre-dilatation, the 2.0x12mm mini trek rx balloon dilatation catheter was inflated twice at 12 atmospheres. On the third inflation, the balloon ruptured at 10 atmospheres. A non-abbott balloon and non-abbott stent was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.